Event description:
Reportedly, out of box the proximal portion of the shaft just distal to the hub was found to be separated. The device was not used in the patient anatomy. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the analysis revealed that the hypotube was separated approximately 13 cm distal to the strain relief tubing, confirming the reported issue. The fracture faces of the separated hypotube were ovaled, indicating that the hypotube was bent or kinked prior to fracturing and is usually a result of tensile overload (material stress/fatigue). Based on the information provided and the analysis of the returned product, a definitive cause for the reported separation could not be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.